Event description:
It was reported prior to surgery that the screw at the back of the radiolucent right angle drive was missing. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported prior to surgery that the screw at the back of the radiolucent right angle drive was missing. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The failure was confirmed by the qa technician through visual inspection. The screw was missing from the attachment. The device was repaired and returned to the customer.